Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicate surgical intervention occurred wherein two leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31855. It was reported the patient fell and experienced ineffective therapy. Diagnostics discovered one of the existing leads had multiple contacts with high impedance and is possibly fractured. Reprogramming was unable to resolve the issue. In turn, surgical intervention may take place at a later date to address the issue.